Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). One sample was rerun in duplicate on an alternate instrument, and the corrected result was reported to the physician(s). The other patient was redrawn and retested, and the results did not match. Both sample tubes were sent to another laboratory, and the tubes reproduced results that did not match. It is unknown if a corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse discovered that the laboratory staff was centrifuging the sample tubes for three minutes at high speed, which was outside the tube manufacturer's recommendations. The fse also advised that they discontinue use of the silencer centrifuge, which the laboratory has done. The cause of the discordant, falsely elevated troponin result is unknown. The cause of patient samples not being spun according to the tube manufacturer recommendations is user error. The instrument is performing according to specifications. No further evaluation of the device is required.